Event description:
It was reported to philips that intermittent geo restarts occurred due to a cable issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service planned the replacement of the cable set stepper ad5 gx by biomed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).